Event description:
Approx 5/93 rptr began experiencing severe pain in right posterior upper quadrant and right shoulder (no history of trauma). Treatment twice for possible tendonitis. Then she began to experience chronic, severe pain under rt breast and right ribcage. On 5/10/94 she was seen by rheumatologist who referred her to a plastic surgeon and orthopedic drs. Plastic surgeon stated after exam that she had a ruptured implant.